Manufacturer narrative:
After a clinical review of this file performed on 6/30/2020, it was decided to remove code rupture to better report the event. The patient reported ¿right breast implant was too small, and her breasts were different size.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2021 mentor became aware that a returned to a different complaint belonged to this complaint. The investigation of the returned device was completed by the failure analysis lab on november 23, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view extending to the posterior view. In addition, a tear was noted on the posterior view within the crease/fold measuring approximately 6.9 cm. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an african american female patient underwent a breast augmentation primary with a mentor memorygel breast implant 600cc and experienced rupture on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2007. The patient has a history of scoliosis.